Event description:
Dr reports a pt complaints of persistent flashing following intraocular lens implant surgery. Additional info has been requested.

Event description:
Follow up with the reporting surgeon revealed that the patient had punctate staining with lissamine green and had punctal plugs implanted. The patient is now using over-the-counter lubricating drops and no further intervention is anticipated.